Event description:
It was reported that during a surgical procedure at the user facility, the device overheated. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device overheated. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating was not able to be duplicated by a manufacturer repair technician during functional evaluation; however, upon disassembly, a failed e-box was found, as well as internal components that were rubbing, causing friction.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.